Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a non-calcified coronary artery. A 3.00 x 24 synergy drug-eluting stent was advanced, but failed to cross the lesion. The physician then removed the device and it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.